Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the extension tubing does not allow the user to draw or flush through the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e - 07 lot number 20109560 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 8th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20109560 regarding item #22003e - 07.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5" experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 22003e-07 batch/lot #: 20109560 the extension tubing does not allow the user to draw from the tubing or flush through the tubing. Manufacturer response for 8 5 inch pressure rated extension set/tubing. The extension tubing is connected to an IV that has been placed in the patient it allows safe and easy access to flush the IV site, administer meds, run IV infusions, etc this is a pressure rated device, which can be used for certain high pressure boluses administered to facilitate diagnostic imaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5" experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 22003e-07 batch/lot #: 20109560. The extension tubing does not allow the user to draw from the tubing or flush through the tubing. Manufacturer response for 8 5 inch pressure rated extension set/tubing. The extension tubing is connected to an IV that has been placed in the patient it allows safe and easy access to flush the IV site, administer meds, run IV infusions, etc this is a pressure rated device, which can be used for certain high pressure boluses administered to facilitate diagnostic imaging.